Event description:
It was reported the customer passed away on (B)(6) 2014. The customer's blood glucose at the time of death was unknown. It was reported that the customer was first hospitalized prior to the death. While in the hospital, the customer was put on dialysis and had an amputation. The customer's breathing became erratic, causing health care professionals to remove her breathing apparatus. The customer's cause of death was due to the lack of breathing assistance. It was also reported that the insulin pump was removed from the customer 12 or 14 hours before her passing. It was also reported that the customer chose not to wear the insulin pump. The customer's husband had taken off her insulin pump in the hospital. The customer's husband had also gotten rid of the insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.